Manufacturer narrative:
An event regarding alleged loosening of the stem involving a mets distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was a distal femoral replacement and the date of insertion is unknown. The surgeon reported an aseptic loosening of the femoral stem that needs to be revised. The x ray provided showed a clear radiolucent line especially around the distal femoral stem near the resection level between the cement mantel and the bone. Also, there are bone resorption and osteolytic lesions near the stem collar. However, the tibia stem has been less affected by the aseptic loosening, only a very fine radiolucent line near the distal part of tibia stem has been observed between the cement mantel and the bone. The above radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate 19 devices were manufactured and accepted into final stock on 21dec2016 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. The procedure for the new implant is due for late july 2019. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Patient specific implant prescription sheet for a left distal femur has been received. Diagnosis of loose femoral component stanmore dfr. Current stanmore components are standard femur +45mm principal shaft + 36x39mm oval collar + 150x11 9.5 curved stem. I need a femoral component with anti-rotation plate. I am likely to resect additional femoral bone and will rely on system modularity to fill space. Therefore resection level unknown.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
Patient specific implant prescription sheet for a left distal femur has been received. Diagnosis of loose femoral component stanmore dfr. Current stanmore components are standard femur +45mm principal shaft + 36x39mm oval collar + 150x11>9.5 curved stem. I need a femoral component with anti-rotation plate. I am likely to resect additional femoral bone and will rely on system modularity to fill space. Therefore resection level unknown.